Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Myocardial infarction and death, as listed in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Additionally, myocardial infarction and death are also listed in the risk assessment matrix as no-fault post-procedural complications. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. A conclusive root cause for the reported pt issues and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury-death. Reporting rationale: pt experienced a myocardial infarction and died. Device issue: no device malfunction has been reported. It was reported via a trial that the initial procedure was performed in 2009, with the deployment of an rx xience v stent. Reportedly, the pt saw the cardiologist ten days later, for a routine check up and was doing well. Additionally, an EKG and physical exam were normal and the subject confirmed that he was taking aspirin and plavix. Three days later, the pt was found deceased at his home. No autopsy or repeat angiogram were performed. However, the cardiologist who completed the death certificate, determined the death to be caused by acute myocardial infarction. No additional event or pt info is available.